Manufacturer narrative:
On august 14, 2019, zoll has learned that the thermogard ivtm system that displayed "air trap" message was resolved by the user facility biomed. The console is currently is in use for ivtm therapy. Product will not be returned for evaluation.

Event description:
During patient ivtm therapy, customer reported that the thermogard ivtm system alarmed and displayed an "air trap" message. Saline fluid was observed on the floor, under the console, and the saline bag was empty. A leaking start-up kit (suk) lot #074688 was suspected. No blood notice in the suk and catheter's tubing. The issue occurred during rewarming phase just over 6 hours into therapy. Customer stated ivtm therapy continued and was completed with a new console and a new suk. No patient consequence was reported.